Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was re-implanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 01, 2024.

Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the patient experienced a trauma to the head resulting in no hearing function. The implant remains in-situ.